Manufacturer narrative:
Results pending completion of the investigation.

Event description:
Two hcg tests were interpreted by a nurse to be negative. When conferring with other nurses, some of the personnel saw a faint positive line. All results were interpreted during the read window. Because there were different interpretations of the test results, a serum sample was sent to the lab with unknown results. Although additional information was requested, no further information was able to be obtained. No patient harm was reported.

Manufacturer narrative:
D 10: changed from yes to no, device was unavailable. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with qc cut-off standards (25 miu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. The product performed as expected during in-house testing. Investigation of the customer's product could not be performed as neither the sample nor the devices were returned. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Per the package insert, read the result at 3-4 minutes when testing a urine specimen. Do not interpret results after the appropriate read time. A sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used.